Event description:
Device malfunction: suspected pinhole. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the left internal carotid artery, during pre-dilation, as the balloon was inflated no contrast entered the balloon. Blood entered the balloon when negative pressure was pulled. A balloon pinhole was suspected but was not observed. The procedure was completed without lesion pre-dilatation. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.